Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings. Attachment: [medwatch report #(B)(4).pdf].

Event description:
A user facility medwatch (B)(4) was received by terumo and reported the following: while finishing up a cath case with angio-seal, when the tech opened the packaging they found that the stylet portion of the device clearly had a hole in it. The original intended procedure was a cardiac catherization and to close the insertion hole with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide additional information and to provide the completed investigation. The sample involved in the incident was not available for product evaluation. The user facility provided photographs of the 6fr arteriotomy locator. From the photographs provided by the user, a kink can be seen at the blood inlet holes of the device. No other hole is visible based on the photographs taken. Only the blood inlet hole of the arteriotomy locator is visible. The photographs taken appear to focus on the blood inlet hole of the arteriotomy locator. The blood inlet hole is part of the arteriotomy locator design. The exact cause of the reported event cannot be definitively determined based on the available information. Off-axis forces have been known to cause kinks in the arteriotomy locator. There was no other hole present in the device based on the photographs. From the photographs, the hole of concern is the blood inlet hole. As part of the manufacturing process, the arteriotomy locator is inspected for manufacturing defects such as an additional hole.

Event description:
Additional information was received on march 26, 2018. Hemostasis was achieved with another angio-seal device. The reported device was never inserted into the patient. The reported issue was found in advanced. The patient was in stable condition. The procedure was reported to be a successful clean catheterization.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.